Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, patient faced infusion set tubing came off on (B)(6) 2024. The insertion site was at abdomen. The patient was hospitalized due to high blood glucose levels on (B)(6) 2024. The blood glucose level was over 700mg/dl and the patient was treated with intravenous (IV) insulin drip. Patient stayed overnight in the hospital. No further information available. .